Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, inadequate bone quality/quantity, mobility, another implant with a different diameter was placed.